Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Pt had total knee arthroplasties on both knees; both knees had the same product. Pt is a practicing muslim and thus kneels a lot. Pt had primary left total knee replacement in (B)(6) 2008 and had pain for the last 2 yrs. Pain present when skin touched over the knee area. No pain present when knee is in motion. Investigations since the procedure in (B)(6) included arthrotomy, biopsy, bonescan and white cell studies. Revision of left knee arthroplasty booked but only the tibial insert and baseplate was explanted and replaced with new components. Primary patella replacement was also performed on (B)(6) 2011. Primary femoral component was not removed and remains implanted.